Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the emergency room, and subsequently hospitalized due to an elevated blood glucose level over 600 mg/dl. Customer was treated with an insulin and fluid drip, and was released from the hospital the following day. Reportedly, the cause for the event was due to the customer using expired insulin. Customer reverted to manual injections for insulin therapy.